Event description:
It was reported that the lead exhibited a drop in signal amplitude and exit block. Diagnostics with echo, x-ray, and mrt confirmed that the lead perforated the right ventricle. The lead was replaced. During and after the procedure, the patient was hemodynamically stable.

Manufacturer narrative:
The lead exhibited normal mechanical and electrical characteristics. The lead tip stiffness was found within specifications.